Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc obtained instrument files, which indicated intermittent reagent probe 1 (r1) foaming issues. The sample in question did not indicate r1 issues. The problem with the sample in question appeared after addition of the sample. The ccc instructed the customer to prime and inspect the sample pumps to check if there were any stalling, leaking or bubble issues with the syringe. No sample foaming was seen on analytes other than ca. The ccc determined that the optics showed a bright and misaligned lamp and instructed the customer to check the photometer diagnostics reading, lamp alignment and milliabsorbance units (mau) offset. The customer performed photometer alignment to check lamp and also performed mau check. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sampler, r1 tubing, sample metering syringe, and valve solenoid. The cse cleaned and lubricated the pump panel lead screws. The cse performed motor titration testing and verified photometer diagnostics. The cse then ran system check, which passed. The cse instructed the customer to run quality controls. The cause of the discordant, falsely depressed ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.